Event description:
When advancing the balloon catheter over the guidewire during a percutaneous transluminal angioplasty, the wire pierced through the guidewire lumen puncturing the catheter shaft in the middle. The observation made by the physician stated that catheter might have been bent when he inserted the 4fr sheath (mrr terumo). The pre-use product inspection appeared perfect and product was prepped according to the instructions for use. There was neither vessel tortuosity nor calcification seen. The target lesion is unk. There was no separation of any device part or any vessel dissection. There was no adverse consequence to the pt. This product will be returned for eval and testing.